Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative hcg results on a pt with consult diagnostics hcg cassette vs. Positive result on serum pregnancy test. (B)(6) female pt took a pregnancy test at home and the result was positive. The urine tested negative in the office, so the blood-work was sent to the lab and came back positive. The quantitative serum hcg result was 330miu/ml using the roche eclia methodology. (B)(6).